Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the lenses were exchanged due to the patient experiencing blurry vision. In a follow up, the surgeon reported the event resolved following the lens exchange. The surgeon reported the problem was a combination of incorrect lens power and the multifocal nature of the lens was problematic for the patient. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2012. (B)(4).